Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a totally occluded mid left anterior descending coronary artery. The stent delivery system was not able to cross the severely calcified target lesion, therefore, it was then pre-dilated with a 2.5mm by 20mm ptca balloon. The stent delivery system was re-inserted and unable to cross the target lesion. Subsequently, the stent delivery system was removed from the pt. It was then noted under fluoro that the stent had dislodged in the left anterior descending coroanry artery. The undeployed stent was successfully snared and removed from the pt. A ptca balloon was inserted to the target lesion and inflated with no improvement of the stenosis. No further treatment of the target lesion was reported. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The severely calcified target lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodgement. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.